Event description:
The medtronic 2.0 vloc sutures are available in absorbable (90 and 180 day) and permanent. The permanent sutures are similar in packaging and color to the absorbable sutures, as are the product numbers, which led to inadvertent use of the permanent sutures during hysterectomy and myomectomy procedures. Two patients have required removal of the sutures from the vaginal cuff due to pain during intercourse, a third patient of childbearing age has been informed that the presence of the permanent suture may potentially cause damage to a fetus/placenta. When we discussed this issue with the medtronic representative, he informed us that we were not the first to report this issues. Ref report: mw5150126.